Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. Customer stated they just started to use the truetrack meter (B)(6) 2017. The customer is concerned with all tests results from the meter memory. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 08/01/2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/14/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 148mg/dl (B)(6) 2017 09:00 am fasting: yes, 260mg/dl (B)(6) 2017 10:25 pm fasting: yes, 325mg/dl (B)(6) 2017 10:00 pm fasting: yes. Customer states that they just started to use the truetrack meter yesterday and is giving about 100mg/dl higher when compare to the true results meter that he was using.